Event description:
The customer was vomitting and hospitalized for high blood glucose. Troubleshooting was performed. The histories and programming on the pump were correct. While running a bolus the customer received an alarm. Suggested customer in clean the screw. The pump delivered a bolus and passed this high-pressure test. The customer also mentioned that the day before she was attempting to bolus and the pump would not deliver some of the bolus and then shut off. The customer stated that she took a manual injection and used the same insulin that it was in the pump to bring down her glucose level. In addition, the customer stated that she dropped the pump.